Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on 30-jul-2013 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced constant pelvic pain. This case was converted from the conceptus database into argus on 01-oct-2013. The medical content of the case was not changed. Follow-up received on 17-oct-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting that took place in september 2015 (case# FDA-2014-n-0736-1704). Consumer reported that essure will cause lots of pain even the doctors will say it is not the essure. According to her, it took her doctor almost 2 years of constant pain and several doctor appointments to be convinced that her symptoms were due to essure and had it removed. In addition, consumer reported hot flashes, mood swings, irritability, night sweats and states that it caused her to go into early menopause and could cause depression. Result and assessment of the product technical complaint investigation received on 29-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced constant pelvic pain (constant pain/ a lots of pain). This event is serious due to required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, the consumer had constant pain for 2 years and then had it removed. Considering implied temporal relationship and event's nature, causality with essure use cannot be excluded. Previously this case was regarded as non-incident. Upon receipt of follow up information, it was informed essure removal was required, therefore this case was upgraded to incident. Based on the available information, there is no relationship between the reported medical event and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 30-jul-2013. The most recent information was received on 28-jul-2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("constant pelvic pain/ pelvic pains") in a female patient who had essure (batch no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping in her lower abdomen."). On an unknown date, the patient experienced hot flush ("hot flashes"), mood swings ("mood swings"), irritability ("irritability"), night sweats ("night sweats") and premature menopause ("causes you to go into early menopause"). The patient was treated with surgery (partial hysterectomy in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, hot flush, mood swings, irritability, night sweats, premature menopause and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, hot flush, irritability, mood swings, night sweats, pelvic pain and premature menopause to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: showed that the coils were properly placed. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-jul-2017: further information (legal claim) was received. Reporter details updated. Essure start date updated from (B)(6) 2010 to (B)(6) 2010. Event cramping in her lower abdomen was added. Onset date of pelvic pain updated from (B)(6) 2012 to (B)(6) 2011. Lab data added. She underwent a partial hysterectomy in (B)(6) 2014. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.